Manufacturer narrative:
As the investigation of the actual device on july 13th, 2016, the spool-fixed part at the proximal end of the balloon was broken and its position was distally shifted. About 7mm of the balloon was missing. The adhesive on the tantalum tip was missing over around the area with 3mm in width and 2mm in length. In addition, the insertion tube had elongated parts at two positions: 1236- 1565mm, and 1600mm- 1606mm measured from the distal end. The manufacturing history with the subject lot # did not show an anomaly relating the reported phenomenon. The possible cause of the failing to deflate the balloon is surmised as follows: the inflated balloon are caught by stones in the biliary tract, and it was stuck there; even the balloon remained unmoving, it was strongly pulled; the pulling force applied in "b." Made the balloon fixing part broken; since the subject device was continuously pulled, the broken balloon fixing part was dragged towards a distal position to the air inlet of the balloon; since the air inlet of the balloon was not covered with the balloon, the balloon did not deflate. The possible cause of the missing balloon and a part of the adhesive is surmised as follows: when the subject device was forcibly withdrawn from the endoscope, an excessive force was applied to the balloon. It resulted in breakage of the balloon and the adhesive, falling off in the body. The possible cause of the elongation of the insertion tube is surmised as follows: when the subject device was forcibly withdrawn from the endoscope, the insertion tube was caught mainly at the two positions stated above. It is surmised that applying an intensive pulling force at the two positions lead to elongation of the tube. The instruction describes cautions as follows. Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur; if the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient.

Event description:
After retrieving the stones, the balloon did not deflate and was not able to be withdrawn from the endoscope. The physician withdrew the subject device with excessive force, and completed the procedure with a spare device. The patient injury was not reported. As the investigation of the actual device on (B)(6) 2016, the spool-fixed part at the proximal end of the balloon was broken and its position was distally shifted. About 7mm of the balloon was missing. The adhesive on the tantalum tip was missing over around the area with 3mm in width and 2mm in length. The insertion tube had elongated parts at two positions: 1236- 1565mm, and 1600mm- 1606mm measured from the distal end.